Manufacturer narrative:
Product was received at ameda and evaluated for evidence of allegation. The allegation of smoke was not confirmed as the pump could not power on due to a burnt power regulator on circuit board.

Event description:
Customer contacted ameda, inc. On (B)(6) 2017 to report an event that occurred when she plugged her (B)(6) year old purely yours breast pump into a wall socket for use 2 months after the birth of her baby. She states she used this pump to express milk for her last baby. After powering on the pump, whitish-gray smoke began coming from the side and bottom of the pump base. Customer reports smelling the smoke prior to seeing it. She unplugged the unit and placed it away from the family. Customer states she was not harmed by this event.